Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 400 mg/dl after treating with boluses. The customer changed the infusion set and treated with manual injections. The drive support cap appeared normal and recessed. No leaks or air bubbles were noted and the insulin did exit with the manual prime. The time and date were correct and the bolus wizard and basal rate settings were programmed accurately. The customer declined to perform the high pressure test. The customer was advised to change the entire set, reservoir, and infusion set and treat per a health care professional's instruction.